Event description:
It was reported that surgeon did a revision on pt's left hip due to loosening as stated by the surgeon. Revised trident hemi cup (52mm), liner and head. Accolade stem was ok and was left in the pt. Surgeon revised with a zimmer cup, zimmer liner and stryker 32+12 head.

Manufacturer narrative:
The sales rep confirmed that no additional info was available for eval. Therefore, the event could not be confirmed and the root cause could not be determined.